Event description:
It was reported via attached case study that the patient experienced reocclusion, requiring additional stent placement. The patient presented with recurrent intermittent claudication symptoms 6 months following balloon angioplasty. The patient was treated using balloon dilation, however, a large amount of thrombosis was noted at the distal part of superficial femoral artery (sfa), and blood flow could not be obtained. Therefore, an eluvia 6.0 x 40 mm was placed in the distal sfa in the p1 segment, and p1-p2 segments were dilated using a ranger 5.0 x 60 mm drug-coated balloon. At 6 months following eluvia stent placement, the popliteal artery re-occluded and the patient redeveloped intermittent claudication symptoms. Additional intervention was required and another non-bsc stent was placed in the p2 segment.

Manufacturer narrative:
B3 - date of event: the event date was not provided; therefore, the event date was estimated to the date the article was published online. D6a: the implant date was not provided; therefore, the implant date was estimated to 6 months prior to the estimated event date. E1: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Shima, y., taninobu, n., mushiake, k., tanaka, h., & kadota, k. (2025). Early supera stent fracture after treatment of popliteal artery occlusion caused by artificial knee joint: a case report. European heart journal - case reports, 9, ytaf114. Https://doi.org/10.1093/ehjcr/ytaf114.